Event description:
A homechoice unit was returned to baxter due to a customer return and drop-off. On 2013 (B)(4), an evaluation of the event history log was conducted. An increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2012 at 17:21:02h. At this time baxter was not contacted by the patient for assistance. The details of the iipv event were as follows; during night drain cycle one, a high drain error 101 occurred. This information meets iipv criteria. It is unknown how long the device was in use when the event occurred. Furthermore, patient was involved but as this event was found during service, any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was or more cycles advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. If any additional relevant information is received, a follow-up will be sent.